Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while recapturing the valve to reposition the valve, the deployment knob of the delivery catheter system (dcs) broke and separated. The capsule was unable to be closed with the tip retrieval mechanism totally. The dcs and valve were removed and a new valve was successfully implanted with a new dcs. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The tip-retrieval mechanism appears intact. The deployment knob is not intact. The deployment knob components have detached from the rest of the handle and were received loose with the device. The carriage is not intact. The carriage components have detached from the rest of the handle and were received loose with the device. A tab has detached from the underside of deployment knob two and was received loose with the device. A tab has detached from the underside of carriage component number two and was received loose with the device. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Two voids are observed along the proximal end of the capsule. On rotating the capsule 90° a scratch mark was observed along the distal end of the capsule. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning including the patient anatomy or physician technique, and the cause could not be determined with the available evidence. Positioning difficulties do not typically indicate a device manufacturing issue. It was reported that the deployment knob (actuator) separated during recapture. Images sent from the account confirm the reported separation and show a stress mark on one of the deployment knob snap fit tabs. Two voids are observed along the proximal end of the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A scratch mark was observed on the capsule. This mark may have been caused by an interaction between the dcs and an introducer sheath, or could cause by an interaction between the dcs and calcified patient anatomy. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.